Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a correction to the event date (b3). Event date changed from (B)(6) 2020 to (B)(6) 2020. Product event summary: the controller was returned for evaluation. The batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, the controller falls within the bounds of this CAPA. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file revealed two (2) critical battery alarms due to a communication errors involving (B)(6) logged on (B)(6) 2020 at 10:21:30 and 18:50:14, respectively. Analysis of the alarm log files did not reveal any power disconnect alarms. However, review of the data log file revealed several instances where the relative state of charge (rsoc) was greater than 100% involving (B)(6) and (B)(6) . An rsoc value between 101% and 201% is indicative of a communication error between the controller and battery. Analysis of the event log files revealed two (2) controller power up with associated motor start events. The first controller power up with an associated motor start event was logged on (B)(6) 2020 at 22:37:00. The data point recorded prior to the loss of power revealed that a battery was connected to power port one (1) with 24% relative state of charge (rsoc) and another battery was connected to power port two (2) with 88% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and another battery was connected to power port two (2). The second controller power up with an associated motor start event was logged on (B)(6) 2020 at 07:54:45. The data point recorded prior to the loss of power revealed that a battery was connected to power port one (1) with 25% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 96% rsoc. The data point recorded after the first loss of power revealed that a battery was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for twelve (12) seconds and sixteen (16) seconds, respectively. Momentary disconnections were noted leading up to the second loss of power involving (B)(6). As a result, the reported communication errors, critical battery alarms and loss of power events were confirmed, however, the reported power disconnect alarms event was not confirmed. There is no evidence that the lubrication servicing was performed on the batteries (B)(6) and (B)(6).the most likely root cause of the reported communication errors and critical battery alarms can be attributed to a communication error between the controller and battery, which may be due to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery, d4: serial #: (B)(6), h3: yes. H6: method code(s): 4112, 4114. H6: results code(s): 3213. H6: conclusion code(s): 4307. D1: heartware ventricular assist system ¿ battery, d4: serial #: (B)(6), h3: yes. H6: method code(s): 4112, 4114. H6: results code(s): 3213. H6: conclusion code(s): 4307, 12. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b5 event description was updated additional codes: imf code was updated to f08 b1 adv event/product problem updated outcome attributed to adverse event selected in b2 this regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries had communication errors, power disconnect alarms and one battery had inappropriate critical battery alarms. The controller displayed power disconnect alarms, critical battery alarms, and had an unexpected loss of power. The patient was hospitalized. The batteries remain in use and the controller was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de/ expiration date: 30-apr-2019/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 06-apr-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de/ expiration date: 30-apr-2019/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 06-apr-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries had communication errors, power disconnect alarms and one battery had inappropriate critical battery alarms. The controller displayed power disconnect alarms, critical battery alarms, and had an unexpected loss of power. The batteries remain in use and the controller was exchanged. No patient complications have been reported as a result of this event.